Manufacturer narrative:
(B)(4). This complaint addressing the connection issue in reference to the titanium adapter was not confirmed. Since the lot number is unknown, no batch review will be performed. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that an accidental disconnection occurred between a transfer set and a titanium adapter. There was patient involvement but no injury reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.